Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument conductor wires were intact and undamaged; however, the pitch cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have a wire separated. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.